Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (1) unpackaged abs-8000-06 was received for evaluation. Visual inspection revealed no apparent issues with the device. Attempts to unscrew the two parts by hand were unsuccessful. With the mechanical assistance of two pliers, the devices were able to be unscrewed. The threading on both parts was undamaged, but friction between the two threads is present. When the devices are re-screwed together by hand, they stick, but unscrewing is possible without the assistance of additional mechanical devices. A probable cause can be attributed to over-tightening.

Event description:
On 05/18/2022, it was reported by a sales representative via sems that the surgeon was unable to untwist/take apart the device to retrieve the abs-8000-06 bone graft. This occurred during an unspecified procedure. The case was completed by using a new abs-8000-06 with no patient harm.